Event description:
During the procedure, the patient experienced a tia. Guidant's medical advisors evaluated the patient outcome change and determined that this event was a stroke. The condition was not pre-existing and not felt to be related to the product. No action/treatment was administered and the event did not result in new/prolonged hospitalization or intervention. The patient's outcome was resolved during the procedure. Physician impression of the CT angiogram of the aortic arch, neck and brain are that it appeared that the right internal carotid artery at the tip of the stent is narrowed to about 50%, post carotid stent placement on the right side. Physician impression of the head CT is hypodense focus in the right caudate nucleus most likely represents lacunar infarct, age indeterminate. No evidence for acute intracranial hemorrhage or mass effect. CT is insensitive to the early detection of non-hemorrhagic cva. Atherosclerotic calcifications in the distal internal carotid arteries and to a lesser degree the distal vertebral arteries. No additional information was available.